Event description:
On december 15, 1999 an employee at a medical center was picking up a sharps container and was stuck by a needle in the left forearm from a protruding needle. Kendall's sales representative was notified of this occurrence on 12/21/99.